Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade IV. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause. Continued e1 fax number: (B)(6) clarification for g2 - other report source: national agency for the safety of medicines and health products -physician report was received via the regulatory agency.

Event description:
Healthcare professional reported "inflammation", "folds", "waves", "rotation", "capsular contracture baker grade IV", "breasts are very hard deformed and painful to touch", "pain". This record is for right side. The device was explanted.